Manufacturer narrative:
The event unit returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of loose thread(s) on the latis pad. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation or trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is reportable. This report represents the initial and follow-up report.

Event description:
Procedure performed: unknown event description: scrub nurse noticed loose thread(s) on latis pad when handed. The device was set aside and not used for the procedure. No clinical impact to the patient. Opened a new grasper. Intervention: device replacement patient status: na (before use).